Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd r 87 v infusion set there was an issue with leakage. It was stated ¿the solution (nacl) passed by the built-in filter in the drop chamber.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd r 87 v infusion set there was an issue with leakage. It was stated ¿the solution (nacl) passed by the built-in filter in the drop chamber.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
The device history report for lot number 1007706 was reviewed, no related abnormalities were found. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation. During testing for specific gravity flow a leak was observed at the base of the drip chamber. Further investigation determined the existence of a small hole just beneath the filter. This portion of the device is provided by a supplier, whom was contacted about this issue. Bd's supplier did confirm that there have been instances of their filter welding process resulting in cracks in the device that can lead to leakage. Based on the observed defect and the production information this issues is caused by malfunctioning of dch assembly machine at suppliers site (B)(4). This failure mode was observed after this product was shipped of site on some afterwards shipped batches of dch, and supplier confirmed that their machine has been creating cracks in dch base upon filter welding process.